Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: journal of pediatric surgery (2010) 45, 1370¿1374; doi: 10.1016/j.jpedsurg.2010.02.113. (B)(4).

Event description:
It was reported via journal article: title: "laparoscopic inguinal hernia inversion and ligation in female children: a review of 173 consecutive cases at a single institution", author(s): aaron m. Lipskar, samuel z. Soffer, richard d. Glick, nelson g. Rosen, marc a. Levitt, andrew r. Hong, citation: journal of pediatric surgery (2010) 45, 1370¿1374; doi: 10.1016/j.jpedsurg.2010.02.113. This retrospective review aimed to describe the authors¿ initial experience with laparoscopic inguinal hernia inversion and ligation (lihil). From 2003 to 2009, 173 female patients (average age of 57 months [ranged 1-210 months]) underwent 241 lihil. In the procedure, a 0-pds endoscopic loop with a prettied knot (pdsii endoloop) was inserted through the contralateral stab incision using maryland dissector. The hernia sac was then ligated at its base and the second loop was placed to doubly ligate the sac, which was then excised and removed through one of the stab incisions. There were only 2 recurrences occurred and both were repaired using an open technique. Laparoscopic inguinal hernia inversion and ligation is a safe and effective operation in girls with a low recurrence rate. Benefits of this procedure include diagnosis and repair of the contralateral side using the same incisions, diagnosis of androgen insensitivity and other dysgenic situations, and excellent cosmesis.